Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for re-hospitalization, bleed and intervention. It was reported that on (B)(6) 2019, the patient, with functional mitral regurgitation (mr) of grade 4+, underwent a mitraclip procedure. Patient anatomy included a restricted posterior leaflet and a thin anterior leaflet. One clip was implanted and the mr was reduced to grade 1+. On (B)(6) 2019, an echocardiogram noted that the clip detached from the anterior leaflet and remained attached to the posterior leaflet. The mr increased to grade 4+; however, no intervention was performed (previously reported under MFR# 2024168-2019-03006). On (B)(6) 2019, the patient was re-hospitalized with a non-heart failure related event and additional intervention was performed. On (B)(6) 2019, the patient was re-hospitalized for additional intervention. On (B)(6) 2020, the patient was re-hospitalized for a non-heart failure related event and a mitral valve procedure was performed. On (B)(6) 2020, the patient experienced a bleeding event. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. The reported patient effect hemorrhage as listed in the instructions for use (IFU) mitraclip ntr/xtr instructions for use, u.s. Is a known possible complication associated with mitraclip procedures. Based on information reviewed, a cause for the reported hemorrhage could not be determined. Hospitalization and additional therapy/ non-surgical treatment (multiple) appear to be related to case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.